Event description:
On 06/02/2025, a sales representative reported via phone that (3) ar-2324pslc suture anchors broke. This occurred during an acl reconstruction on (B)(6) 2025 on all the devices; the implants started to strip quickly and would not advance. The patient did not have great bone quality, and a standard 4 mm drill and an arthrex 475 tap were used to prepare the bone. One of the anchors, a third of it, remains implanted all other fragments were retrieved from the patient. There was no delay in the procedure or additional anesthesia administered.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is confirmed. Visual inspection of the suture anchor, peek-swivelock® c, 4.75 x 19.1 mm, vented, identified that the tip of the anchor was broken and the threads were damaged. The eyelet was not returned. Functional testing was not performed due to the damage to the device. The most likely cause of the reported failure can be attributed to user error of the device due to misalignment, insertion, and/or prying/leveraging of the device during insertion.